Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 3005248192-2022-00744 follow up report 1 3005248192-2022-00765 follow up report 1 3005248192-2022-00796 follow up report 1 3005248192-2022-01095 3005248192-2022-01096 3005248192-2022-01097 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-01101 3005248192-2022-01102 3005248192-2022-01103 3005248192-2022-01104 3005248192-2022-00716 follow up 01 3005248192-2022-00791 follow up 01 3005248192-2022-00735 follow up 01 3005248192-2022-00904 follow up 01 3005248192-2022-00705 follow up 01 3005248192-2022-01123 3005248192-2022-01124 3005248192-2022-01125 3005248192-2022-00752 follow up 01 3005248192-2022-00753 follow up 01 3005248192-2022-00743 follow up 01 3005248192-2022-00719 follow up 01 3005248192-2022-00978 follow up 01 3005248192-2022-00979 follow up 01 3005248192-2022-00980 follow up 01 3005248192-2022-00937 follow up 01 3005248192-2022-01017 follow up 01 3005248192-2022-01018 follow up 01 3005248192-2022-01148 3005248192-2022-00934 follow up report 1 3005248192-2022-00942 follow up report 1 3005248192-2022-00943 follow up report 1 3005248192-2022-00944 follow up report 1 3005248192-2022-00945 follow up report 1 3005248192-2022-00946 follow up report 1 3005248192-2022-00920 follow up report 1 3005248192-2022-00921 follow up report 1 3005248192-2022-00922 follow up report 1 3005248192-2022-00923 follow up report 1 3005248192-2022-00924 follow up report 1 3005248192-2022-00925 follow up report 1 3005248192-2022-00926 follow up report 1 3005248192-2022-00927 follow up report 1 3005248192-2022-00928 follow up report 1 3005248192-2022-00929 follow up report 1 3005248192-2022-00930 follow up report 1 3005248192-2022-00931 follow up report 1 3005248192-2022-01198 3005248192-2022-01199 3005248192-2022-01200 3005248192-2022-00707 follow up report 1 3005248192-2022-00757 follow up report 1 3005248192-2022-00718 follow up report 1 3005248192-2022-00964 follow up report 1 3005248192-2022-00965 follow up report 1 3005248192-2022-00966 follow up report 1 3005248192-2022-00967 follow up report 1 3005248192-2022-00968 follow up report 1 3005248192-2022-00969 follow up report 1 3005248192-2022-00970 follow up report 1 3005248192-2022-00971 follow up report 1

Event description:
The customer reported 2 false positive sars-cov-2 results, 2 false positive flu b results, and 2 false positive rsv results on the alinity m resp-4-plex assay. The customer reported that it is their procedure to retest any questionable positive calls on a secondary cepheid instrument. The results were negative on cepheid. There has been no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Additional investigation was perfomed on the discrepant results related to the sars-cov-2 target of the alinity m resp-4-plex assay. Investigation into this complaint included a customer data review, a quality data review, and a complaint history review for the discrepant results involving the sars-cov-2 target. Customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. The reported discrepant results are near the assay limit of detection (lod), and therefore, the result may not be reproducible. Alternate testing platforms may have different limit of detection (lod), therefore the results may not be reproducible between varying testing platforms. The device history records (DHR) review, CAPA review, and complaint history review was performed. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. This DHR , CAPA, and complaint review did not identify any issues associated with alinity m resp-4-plex amp kit (list 09n79-096) lot 527845 for the sars-cov-2 target. Based on the results of the investigation, the product requirements continue to be met for this lot for the sars-cov-2 target of the alinity m resp-4-plex assay.